Event description:
Medtronic received information that 7 days following the bioprosthetic transcatheter valve implant, mild paravalvular leak (pvl) was identified. Treatment not reported. Approximately 19 days following the valve implant, an echocardiogram identified moderate pvl. Treatment not reported. At 26 days following the valve implant the patient awoke with a pain in the chest characterized as pressure which lasted for approximately 15 minutes then spontaneously resolved. As a result, the patient presented to the emergency department (ed) and was admitted. The patient's blood pressure was higher than normal due to the chest pain. A myocardial infarction was initially reported. A chest x-ray had no acute findings. An electrocardiogram (ECG) was notable for bradycardia. The troponin was reported as stable at 28. It was further reported that upon admission the troponin was 29 and still 29 the following day in the morning. However, the troponin rose to 34 later that day. Further diagnostic tests were performed including a cardiac stress test, positron emission tomography, computed tomography, perfusion tests, and blood work. During the evaluation, moderate pvl was identified. In addition, the patient had an increase in shortness of breath and a left bundle branch block (lbbb) which was not present prior to the transcatheter aortic valve implant. On admission, the episodes of pain continued. The pain was not responsive to acetaminophen or antacid. A proton pump inhibitor and a low dose diuretic for elevated blood pressures were administered. Changes to an angiotensin receptor blocker (arb) also was made. Two days after presentation to the ed, a cardiology assessment, noted no further sign of the lbbb and the patient denied shortness of breath. However, the patient continued to experience chest pain. The stress test indicated no ischemia. The chest pain was reported as non-cardiac, non-anginal, and unlikely related to the valve. There was no underlying heart disease. Although a myocardial infarction was initially reported, it was further clarified that no myocardial infarction occurred. Clinically, as reported the chest pain was non-cardiac. The patient was discharged 3 days following admission. Two days later, an echocardiogram noted moderate pvl. No treatment reported. The pvl was also reported resolved 8 days following the hospital admission. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.